Event description:
The consumer alleges an issue with control of her chair, resulting in her hitting a parked car. She allegedly suffered a dislocated knee and whiplash. The chair was replaced and the replacement chair is allegedly doing the same thing.

Manufacturer narrative:
User has a history of control problems with power wheelchairs. Information suggests control issues. Malfunction not indicated. As a courtesy manufacturer replaced device. If device is returned and analysis provides a different conclusion follow up MDR will be provided.